Event description:
(B)(4). Initial and additional information received from a consumer on (B)(6) 2009: a (B)(6) female was treated with poly-l-lactic acid [sculptra] (lot # and expiration date not provided) on (B)(6) 2009, for cosmetic purposes due to a 75 pound weight loss. The consumer reports she got 10 injections on each side of her face (cheek, temple area and under the eyes). In addition to the poly-l-lactic acid, the consumer was also treated with botulinum toxin type a [botox] at the same time. The consumer reports a few days ago ((B)(6) 2009), about 18 days after the injections, she experienced puffiness above her cheeks like bilateral fluid retention and the cheekbone on the right side of her face is very sore. She states "it's edema, not a granuloma." She began taking cetirizine [zyrtec] but it made her so tired and non-functional. She was also putting cucumbers and tea bags on her face trying to get the fluid retention down. On (B)(6) 2009, the consumer went to her physician and was told it is chronic rhinitis causing her swelling and that the physician is not sure that this is related to the poly-l-lactic acid. She was told "maybe it's your immune system and it's just a collection of fluid or cells." The consumer's physician suggested she take famotidine [pepcid] ac twice a day or using steroids, however, she did not want to use this. At the time of the report, the consumer states the events are mildly subsiding and is "kind of resolving." Medical history listed as 75 pound weight loss. Concomitant medications were not provided. No further relevant information reported.

Manufacturer narrative:
Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.